Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
No procedure performed - "the nurse noticed a hole in the pouch packaging of the trocar." Type of intervention: na. Patient status: na.

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed the complainant's experience of a hole in the pouch. A tear was also observed on the pouch. The root cause of the event is likely due to improper handling of the product during or after distribution. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary to ensure the performance and safety of its products.

Event description:
Additional information received via telephone from customer on (B)(6) 2017: they received product in a box. It was not part of a custom kit. The product was stored in omnicell which is a type of supply management system and inventory storage unit. It was described as a shelving unit that houses each product individually. The rn was not 100% certain, but the hole was most likely noticed in the operating room prior to surgery. It was not known if other devices were nearby.